Manufacturer narrative:
(B)(4).

Event description:
Additional information was received reported the patient's urinary retention had been resolved. The baclofen was removed from the intrathecal (it) pump and replaced with normal saline (ns). The patient's lioresal start date was (B)(6) 2015 and end date was (B)(6) 2015. The other medications (oral, etc.) That the patient was taking at the time of the event were tylenol, aspirin, benazepril, vitam in d3, lexapro, insulin glargine, insulin lispro, levothyroxine, magnesium hydroxide, metformin, pravastatin, warfarin and lotrisine topical.

Event description:
It was reported that since implant the patient has had urinary retention. Urology was asking the healthcare provider to take out baclofen and replace with saline on the day of report. The pump was used to infuse lioresal (500 mcg/ml; 39.95 mcg/day). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).